Event description:
It was reported that during the surgical procedure the shaft of the is2000 endowrist prograsp instrument broke and two pieces fell inside of the pt. Both broken pieces were retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determined.